Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height cubie drawer 5 failed and require maintenance. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer 5 on the auxiliary cabinet and all cubie pockets were failed, not detected on bus. The field service engineer (fse) found no lights on the module controller or drawer controller. Fse replaced both boards, the solenoid, the retractor band, and the open/close sensor. After configuring the drawer, fse ran the final test in the hardware test application. The system functioned as intended after the field service engineer repaired the device.